Event description:
Reported 1 false positive sofia sars result for 1 asymptomatic patient (off label use - at the time). Customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
(B)(4). Root cause: cannot duplicate with retains source: phone.